Manufacturer narrative:
Covidien/medtronic reference number: (B)(4).

Event description:
The reporter stated the handheld pulse oximeter npb40 display was missing segments. There was no patient involved.